Event description:
Staff found the pt on the floor. A bed alarm was in place but did not activate. Since 8/1/96 investigation indicates that there have been seven (7) other separate but similar incidents which have occurred where the bed alarm device did not activate properly. The product problem involves the bed alarm device either not alarming at all or the alarm activation is significantly delayed. In an actual test of a device that did malfunction, there was a 4 1/2 delay.